Event description:
Patient underwent inferior vena cavogram and inferior vena cava (ivc) filter placement 8 years ago without complication. Eight years after filter placement, lumbar spine x-ray incidentally identified the ivc with a fractured prong noted laterally exhibiting slight distal migration. No additional treatment required at this time.